Event description:
Boston scientific crm received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) passed away. The day before the pt death, the pt had been seen for an echo and for reprogramming, including reprogramming the left-ventricular lead on for bi-ventricular pacing and setting up the av delay. The pt left and was reportedly feeling fine. Later in the evening, the pt experienced syncope and reported feeling poorly in discussion with family. The pt was taken via ambulance to the ER where he was found to be in recurrent ventricular tachycardia (vt), progressive hypertension, and cardiogenic shock. The pt was treated with external defibrillation medication, intubated, and admitted to the hospital. Per initial blood work, there was no evidence found of myocardial infarction, specifically noting that electrolytes were within normal limits and that the chest x-ray was negative (pt had a small pneumothorax after the implant earlier in the month). The echo showed severe hypokinesis with an ejection fraction of approximately 10%. The rate of vt was in the 130s, at times as slow as 90 to 100 bpm. This rate was lower than the vt detection rate programmed. The pt was given IV amiodarone. The vt became recurrent and additional IV amiodarone was administered. The pt became increasingly hypotensive despite higher does not pressors and fluids. The lower rate pacing increased to 90, but the pt's blood pressure failed to respond and intermitted loss of capture occurred, continuing to occur at maximum outputs. The pt then went into electromechanical dissociation, noted to essentially result to pulseless electrical activity. The pt did not responds to fluids, pressors, IV epinephrine, IV bicarbonate, or IV calcium. Per family wishes, CPR was not performed.

Manufacturer narrative:
Per family wishes, CPR was not performed. The pt was later pronounced dead. The cause of death was noted to be most likely due to the prolonged vt with progressive left ventricular dysfunction and end-stage cardiogenic shock. A differential diagnosis noted pulmonary embolus and small myocardial infarction not detected by initial investigation. It was alleged that the vt had possibly been triggered by the bi-ventricular pacing. The arterial blood gas testing performed showed metabolic acidosis but oxygenation was good. Per the request of the family, an autopsy was not performed. The device has been returned, and is currently in analysis at this time. Should additional info be received, this event will be update.